Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 4mmx15cm interlock coil was selected for use in the severely tortuous vessel. During the procedure, the coil got stuck in the distal part of the catheter. When the coil was removed from the patient's body, it was noted that the coil protruded in the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported.